Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to staphylococcus aureus infection with sepsis. There were no additional adverse patient effects reported. The rv lead remains abandoned. It was reported that this right ventricular (rv) lead was part of a system revision due to staphylococcus aureus infection with sepsis. During revision, the tip of this rv lead had broke off and was in the brachial cephalic vein. Further, this rv lead was surgically abandoned. No additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct adverse event or product problem on the describe event or problem field and the device manufacturers only on the device code field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this previopusly capped right ventricular (rv) lead was part of a system revision due to staphylococcus aureus infection with sepsis. There were no additional adverse patient effects reported. The rv lead remains abandoned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental report is being filed to correct adverse event or product problem on the describe event or problem field and the device manufacturers only on the device code field. Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated and remains in the patient. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to staphylococcus aureus infection with sepsis. There were no additional adverse patient effects reported. The rv lead remains abandoned. It was reported that this right ventricular (rv) lead was part of a system revision due to staphylococcus aureus infection with sepsis. During revision, the tip of this rv lead had broke off and was in the brachial cephalic vein. Further, this rv lead was surgically abandoned. No additional adverse patient effects reported.